Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23638. It was reported that the patient presented in clinic. X-ray performed during the clinic visit found one of the patient's leads had sustained a fracture. No intervention was performed. The patient was stable.